Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/5/2020. [Additional information]: the healthcare professional reported that during the procedure targeting a cerebral aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l13611) was inserted into a concomitant microcatheter (unknown competitor brand), but it was not able to advance at the hub part. Continuous flush was maintained. Prior to the complaint coil, another coil was delivered through the same microcatheter and was successfully implanted. The physician retracted the complaint coil and it was confirmed that the coil became unraveled. The complaint coil was replaced, and the procedure was completed. It was reported that the replacement coil was delivered and implanted with the same microcatheter. There was no report of any patient adverse event or complication. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: (B)(4). Conclusion: the healthcare professional reported that during the procedure targeting a cerebral aneurysm, the 2.00mm x 6.00cm (B)(4) g3 mini coil ((B)(4) / l13611) was inserted into a concomitant microcatheter (unknown competitor brand), but it was not able to advance at the hub part. Continuous flush was maintained. The physician retracted the complaint coil and it was confirmed that the coil became unraveled. The complaint coil was replaced, and the procedure was completed. It was reported that the replacement coil was delivered, and implanted with the same microcatheter. There was no report of any patient adverse event, or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (l13611) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes, and possible contributing factors could be made. As such, the investigation will be closed. Coil unraveling / stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The embolic coil can become unraveled / stretched during attempts to withdraw it against resistance where extra force may have inadvertently been applied. The complaint documented that the 2.00mm x 6.00cm (B)(4) g3 mini coil was inserted into the concomitant microcatheter and could not be advanced through the hub part and was retracted. With the limited information available, and without the product and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that force may have been inadvertently applied when the coil was retracted which resulted in the coil becoming unraveled. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure targeting a cerebral aneurysm, the 2.00mm x 6.00cm (B)(4) g3 mini coil ((B)(4) / l13611) was inserted into a concomitant microcatheter (unknown competitor brand), but it was not able to advance at the hub part. Continuous flush was maintained. The physician retracted the complaint coil and it was confirmed that the coil became unraveled. The complaint coil was replaced, and the procedure was completed. It was reported that the replacement coil was delivered, and implanted with the same microcatheter. There was no report of any patient adverse event, or complication.